Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer stated that the both ever cross balloons burst at nominal pressure. Calcium was not obvious but physician feels that there was a chunk in the straight section of the vessel. There were no pieces left behind in the vessel the balloon was whole when withdrawn from sheath. No injury to patient. An investigation was performed and customer's report of a balloon burst was confirmed on both returned ever cross balloons. A pinhole leak was discovered from the distal tip on both balloons. A root cause could not be identified for the reported balloon burst.